Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced syncope. The patient was noted to have been experiencing non-sustained ventricular tachycardia. There were no device issues noted during interrogation although pacing thresholds were not assessed. There were no additional adverse patient effects reported. The system remains in service.